Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery longevity of this pacemaker was decreasing faster than expected. Disk analysis revealed that the patient was in persistent atrial fibrillation. The high rate atrial sensing, along with use of the signal artifact monitor feature, was contributing to the increased power consumption. Technical services recommended programming modifications. The pacemaker remains in service and no adverse patient effects were reported.

Event description:
It was reported that the battery longevity of this pacemaker was decreasing faster than expected. Disk analysis revealed that the patient was in persistent atrial fibrillation. The high-rate atrial sensing, along with use of the signal artifact monitor feature, was contributing to the increased power consumption. Technical services recommended programming modifications. The pacemaker remains in service and no adverse patient effects were reported. This pacemaker was explanted and replaced due to normal battery depletion. The device was received for analysis.

Manufacturer narrative:
Upon receipt, this device was thoroughly inspected and analyzed. A longevity calculation was completed, and it was confirmed that the device did meet longevity expectations. Device memory was reviewed, and no error codes were noted. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.